Event description:
It was reported that the patient¿s stimulator kept turning itself off. The patient was able to turn the device back on, but it would randomly turn itself off. The patient had an x-ray and no broken wires were seen. The issue had started about a month prior to the report. The stimulation itself was working fine. It was further reported that a company representative met with the patient. Impedances were normal. The patient did have a return of pain when the stimulation shut off. The patient also had trouble getting coupling bars, but typically had 4 bars when she recharged. She recharged every 15 days and ¿topped off¿ to 100%. The patient typically turned the device off at night and on again in the morning. It was suggested that the patient keep a diary to see if the turning off was related to a low charge level. It was further reported that no malfunctions were seen. The patient was noted to be doing fine.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).